Event description:
The customer reported that the device has a blurry image during an unspecified procedure. There was no patient harm or user injury reported due to the reported event. This MDR is being submitted based on the results of an evaluation of the returned device in which the forceps cover glue was found to be peeling.

Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed the reported image problem. The bending section cover glue was chipped/cracked, and the electrical connector was not working. The device was serviced and returned to the user facility. This report will be supplemented if new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened, to manage the actions related to this report and any required MDR reporting.